Event description:
It was reported to nova biomedical that a consumer received a high blood glucose reading and treated himself with insulin for the high reading and subsequently experienced a hypoglycemic event, which required medical intervention. During the call to customer support, it was revealed that the consumer does not control solution test his test strips before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.